Event description:
Complainant alleged that the crew was responding to a general illness call. When the medics arrived they found a male pt in his 70's in full cardiac arrest. The crew put the unit into manual mode, and they observed that the device indicated that the pt was in ventricular fibrillation. The medics shocked the pt at 200 joules, but the pt did not appear to receive a shock. A second shock was attempted, but the devices screen went blank. The medics then administered CPR on the way to the hosp while they continued to monitor the pt with the device using the device print-out. The pt subsequently expired.